Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not available for analysis. Email from (B)(6) 6 dec 2021. Investigation # and description: CAPA (B)(4): investigation revealed that the failure of the cap screw was directly related to inadequate welding between the cap screw and the washer subcomponent applied during manufacturing assembly. There was only a minimal spot weld applied which was vulnerable during impaction use. A review of print showed the weld requirement was called out as "tack weld", which was not specific enough and left room for interpretation. Findings: a screw and washer were found at the end of the case. The disassembly of the device was likely due to inadequate welding of the screw as covered in CAPA(B)(4). The device and disassembled parts were not returned to exactech at the time of this evaluation. The complaint will be reopened if the devices are returned. Most likely underlying cause/root cause: the reported complaint was likely the result of the cap screw not being properly welded to the body of the device resulting in the screw loosening and falling off with the associated washer. Corrective action taken: the committee has determined that the operative technique will be updated, and a field notice will be sent to the agents and representatives notifying them of the update. Once the design change is validated and replacement devices are available, the devices will be removed from the field. Refer to (B)(4) for most up to date information. Exactech IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported event is related to design issues. The pieces were recovered, nothing was left in the patient. An investigation was conducted: the reported complaint was likely the result of the cap screw not being properly welded to the body of the device resulting in the screw loosening and falling off with the associated washer. Information was not provided. Event date not reported.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The locking femoral impactor had two pieces come unscrewed from the impactor during surgery. Both pieces were recovered. No pieces were left in the patient. There was no delay. The patient's health was stable leaving the or. The device was not received for analysis. The representative was present at the time of surgery. Attempts were made to request additional information from the representative, but no response was received. No additional information has been received from the contacts about this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints ((B)(4)). This MDR is being submitted as part of that remediation. The device was not available for analysis. Email from ah (B)(6) 2021. Investigation # and description: CAPA (B)(4): investigation revealed that the failure of the cap screw was directly related to inadequate welding between the cap screw and the washer subcomponent applied during manufacturing assembly. There was only a minimal spot weld applied which was vulnerable during impaction use. A review of print showed the weld requirement was called out as "tack weld", which was not specific enough and left room for interpretation. Findings: a screw and washer were found at the end of the case. The disassembly of the device was likely due to inadequate welding of the screw as covered in CAPA(B)(4)-09. The device and disassembled parts were not returned to exactech at the time of this evaluation. The complaint will be reopened if the devices are returned. Most likely underlying cause/root cause: the reported complaint was likely the result of the cap screw not being properly welded to the body of the device resulting in the screw loosening and falling off with the associated washer. Corrective action taken: the committee has determined that the operative technique will be updated, and a field notice will be sent to the agents and representatives notifying them of the update. Once the design change is validated and replacement devices are available, the devices will be removed from the field. Refer to (B)(4) for most up to date information. Exactech IFU (B)(4) states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported event is related to design issues. The pieces were recovered, nothing was left in the patient. An investigation was conducted: the reported complaint was likely the result of the cap screw not being properly welded to the body of the device resulting in the screw loosening and falling off with the associated washer. Information was not provided. Event date not reported.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The locking femoral impactor had two pieces come unscrewed from the impactor during surgery. Both pieces were recovered. No pieces were left in the patient. There was no delay. The patient's health was stable leaving the or. The device was not received for analysis. The representative was present at the time of surgery. Attempts were made to request additional information from the representative, but no response was received. No additional information has been received from the contacts about this event.